Event description:
A (B)(6) male pt's monitor was returned for an unrelated issue. Upon service investigation the monitor failed incoming testing. The pt did not require a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received the monitor was unable to read the ECG waveform. The cause of the inability to read the ECG waveform was due to a loss of the -5vbn output voltage. The cause of the loss of the -5vbn output voltage was improper output from u612, an inverting charge pump. The root cause for the lack of output at u612 cannot be positively identified, but was likely damaged by an external defibrillation as the pt's ECG strips show signs of an external defibrillation. No adverse event resulted from the defective u612. The last pt to use this belt did not report any deficiencies.